Manufacturer narrative:
The freedom onboard battery was returned to syncardia for evaluation. The customer-reported issue was confirmed during investigation testing. The root cause was determined to be an unspecified permanent fault of the battery causing the disabled output. It is most likely that the battery was permanently disabled by its afe for an over-current event where the battery terminals were shorted. Syncardia has a corrective and preventive action (CAPA) to address this customer-reported issue. (B)(4).

Event description:
The freedom onboard battery was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom onboard battery fuel gauge leds illuminate while in the external battery charger but do not illuminate when battery is removed from the charger.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom onboard battery was not supporting a patient. The freedom onboard battery has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The freedom onboard battery was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom onboard battery fuel gauge leds illuminate while in the external battery charger but do not illuminate when battery is removed from the charger.